Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m170683 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1034936 and test base part number 190-430 / lot m170683. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m170683 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Reference MFR: 1221359-2022-00339, 1221359-2022-01450, through 1221359-2022-03402.

Event description:
The customer reported six (6) false positive results with the ID now covid-19 assay performed on (B)(6) 2021. This MFR. Report addresses false positive three (3) and is three (3) of six (6). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on both nasal and nasopharyngeal swabs. Rt pcr confirmation testing generated negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment except to reconfirm the results.